Event description:
It was reported that the vessel was perforated. The target lesion area was located in the left anterior descending artery (lad). A 1.25mm rotalink plus and a rotawire were selected for use in an atherectomy procedure. During the procedure when atherectomy was almost complete, it was noted that vessel perforation occurred in the lad. The devices were removed from the patient without issue. The burr was pulled back into the guide catheter and dynaglide was used to remove via the guide catheter. No issues or damages were observed on either the burr or wire. A new wire and micro catheter were inserted into the patient. Subsequently, a non bsc covered stent was used for intervention to correct the perforation. The patient was fine post-procedure.